Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked and there was moisture present in the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 08/16/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2017 with the following findings: during investigation, a visual inspection of the pump showed a crack in the battery compartment. No moisture was observed inside the battery compartment. A leak test was performed revealing a battery compartment leak. There was visible moisture on the display. The pump was opened and moisture corrosion was found on the printed circuit board and motor housing.